Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding. Physician applied pressure to stop the bleeding. Patient was kept overnight for observation. Patient released the following day with no additional adverse events occurring.